Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was no pulse or burst from the system during a cataract with intraocular lens implant (iol) procedure. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
The system was examined by the company representative after the customer reported ¿the device does not give pulse or burst¿. Three different handpieces were attempted to be used, to no avail (according to the customer). There was no information made available to determine if the systems issues were replicated. However, the company representative replaced the console with a second console to resolve the issue for the customer. Additional information was requested but none has been provided to date. The original system was manufactured on july 19, 2016. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
New information received indicates that this system is a company demo unit. The manufacturer internal reference number is: (B)(4).